Event description:
The customer called to report that she was on her way to the hospital due to blood glucose levels above 600 mg/dl. The customer stated that she is constantly experiencing bent cannulas, but the insulin pump does not give the no delivery alarms. The customer did not want to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.